Manufacturer narrative:
H6: investigation summary: the customer issued a complaint for ultrasafe devices which did not activate detected during use in the market. No samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint met all acceptable quality levels (aql¿s) and were manufactured and released according to applicable procedures and specifications. With no samples provided, it has not been possible to identify a root cause for this complaint h3 other text : see h.10.

Event description:
It was reported that the user was unable to activate ultrasafe x100l png clear pfe puurs safety mechanism. This occurred on 2 occasions after use. The following information was provided by the initial reporter: rn let me know two patients had reported problems from malfunctioning plungers. The plungers weren¿t fully activating the safety mechanism, and it¿s not known if all the medication was being adequately administered.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7335879, medical device expiration date: 2021-11-30, device manufacture date: (B)(6) 2017. Medical device lot #: 7341504 medical device expiration date: 2021-11-30 device manufacture date: (B)(6) 2017 the customer's address is (B)(6) has been used as a default. 510(k)#: (B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the user was unable to activate ultrasafe x100l png clear pfe puurs safety mechanism. This occurred on 2 occasions after use. The following information was provided by the initial reporter: rn let me know two patients had reported problems from malfunctioning plungers. The plungers weren¿t fully activating the safety mechanism, and it¿s not known if all the medication was being adequately administered.